Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 3 years and 8 months post deployment of a 23 sapien valve, the patient was admitted to the hospital for shortness of breath. CT showed the valve was sitting in a 50:50 position, however, one leaflet was not moving well and the patient has severe central ai. The decision was made to schedule the deployment of a second 23mm sapien xt via transapical approach within the existing 23mm sapien valve. Surgery is pending. Per the medical records provided, at 30 days the tte revealed cai was mild, pvl was none and the mean gradient was 6.8mmhg. The 9 month tee revealed no aortic regurgitation and a mean valve gradient of 12mmhg and peak gradient of 19mmhg. The 1 year tte revealed mild to moderate cai with a mean gradient of 11mmhg. The 2 year echo revealed mild-moderate cai and the mean was 11mmhg. The 3 years and six months tte revealed moderate cai, mild pvl with a mean gradient of 19mmhg. At 3 years and eight months the echo restricted mobility of the left cusp resulting in severe cai with a mean gradient of 16mmhg.

Manufacturer narrative:
Additional information received from the field clinical specialist confirmed a 23mm sapien 3 valve was placed within the existing 23mm sapien valve via transfemoral approach and without any complications. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the severe central ai and motion restricted leaflet could not be confirmed, but maybe related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.